Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly the pump had an intermittent power issue. The reporter stated that the battery cap could not be secured but also could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: a review of the black box showed no power issues. No damage was found to the battery compartment. The battery cap was difficult to remove from the pump. The returned battery cap threads were stripped. A test cap was able to attach securely to the pump and was removed without difficulty. The rewind, load, and prime steps and 24 hour testing were unable to be performed due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 01/31/2017: correction to methods code and conclusion code, and date received by manufacturer.